Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device-related issues reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. B) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline communication alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The cause of the communication faults was not identified. The alarms resolved following the system controller exchange.

Manufacturer narrative:
Section e1: reporter address line 1: (B)(6). No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller showed communication faults on screen. The status of the patient was stable during the alarm. The patient was changed to their backup system controller. It was intended to have the product analyzed. Log files were recorded.